Manufacturer narrative:
A service technician evaluated the device and found that the trigger would catch. No run-on was observed in the service evaluation, although it had been initially confirmed by a stryker sales representative. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the user facility that the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
.An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during testing conducted at the user facility that the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.